Event description:
Event 1 - masimo portable box for neonatal use did not pick up vital signs during an urgent resuscitation effort on an infant. Pulse ox probe was changed out multiple times and placed on the resuscitation bed, which is also masimo and would not read at all or vital signs would pick up incorrectly. Event 2 - the masimo pulse ox monitor would not register an accurate heart rate or oxygen saturation. In order for the monitor to register at all, the infant's hand had to be held completely still for several minutes. It took 6 minutes for the data to register. As soon as the hand was released, the monitor read "sen off". Event 3 - masimo monitor would not pick up sats or hr on blue infant s/p delivery receiving o2/respiratory support despite probe change/adjustments. Attempted bed oximeter, which worked intermittently (slightly better than masimo but not consistently). Because of difficulty with both monitors, lots of extraneous noise. Once switched to nelcor monitor when nicu rt arrived, probe picked up immediately and we were able to more appropriately titrate fio2. Event 4 - masimo oximeter used that was attached to warmer was inaccurate the entire time it was in use. Event 5 - the masimo pulse ox was applied and saturations were allegedly in the 60's (lower than my experienced expectation). Bbo2 was started with fio2 = 0.5 to 1 with no improvement in saturations although the infant's lips were pinker. CPAP was applied with fio2 = 0.4. Saturations slowly rose from the 60's to 70's. Fio2 was increased to 0.8. The saturations eventually rose to the low to mid 90's. The CPAP and supplemental oxygen were removed without weaning. The saturations remained in the 90's. Over time (2 minutes) the saturations started to be variable - from the low 80's to the mid 90's. The nellcor pulse ox was applied so that I could make the decision to take the infant to the nicu or leave the infant with the parents. Saturations were stable in the mid 90's. This infant may have need some oxygen, but I do not believe that the infant really needed several minutes of high concentration supplemental oxygen. Because it was not known that the masimo would be needed at the delivery, the device had not been turned on and the code sequence had not been programmed into the device. Manufacturer response for signal extraction pulse oximeter, rad-5 (per site reporter). Vendor has been sent out, unable to correct the problem long term.